Manufacturer narrative:
Date of explant is estimated. During processing of this complaint, attempts were made to obtain complete patient information. A patient experienced ineffective stimulation/ migration was reported to abbott. As a result, the entire system was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicates the patient elected to have the system explanted to address the issue.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000147332.

Event description:
It was reported that the patient has ineffective therapy due to lead migration. The investigation did not determine which lead attributed to this issue. Surgical intervention may be pending to address this issue.